Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed in the intended aortic annulus position per the instructions for use (IFU) and was deployed to 80%. An angiogram and a transthoracic echocardiogram (tte) confirmed a proper position with no paravalvular leak (pvl). The valve was slowly deployed and upon release of the second paddle, the valve dislodged out of the annulus into the ascending aorta. The wire access was maintained in the left ventricle and a snare was used to hold the valve in place while a second valve was successfully implanted. After deployment of the second valve, two snares were used to pull the initial valve further up in the ascending aorta in a secure position just below the innominate artery. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.